Manufacturer narrative:
Method; device not returned, follow up with representative.

Event description:
It was reported a pt was to undergo a kyphoplasty procedure at levels l1 and l2. The procedure was interrupted when had a reaction to the narcotic required for analgesia. The pt arrested, was resuscitated and transferred to ICU. The only tools used during the procedure were the one osteo introducer and the bone biopsy device at level l1. Balloon kyphoplasty was not performed. No additional information was reported.